Manufacturer narrative:
The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, during an office follow-up, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. Either a automatic of manual setup will get a new date in the device memory. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.